Event description:
The customer reported to beckman coulter, inc. (Bci) that they observed warning signals from their synchron cx4 delta clinical analyzer instrument, showing 'no vacuum' and 'no primary air pressure' and the instrument stopped running. They also reported a burning smell. The customer indicated that although they smelled a 'burning smell,' they did not see any smoke or flames coming from the instrument and no one was hurt or injured. Consequently, the fire department was not called out to the site. While there is no report of any adverse event or serious injury related to this event, the potential for injury did exist.

Manufacturer narrative:
The beckman coulter hotline rep instructed the customer to power down the instrument appropriately and advised the customer to wait until a service engineer could visit the site. A bci fse (field service engineer) was dispatched to the site and replaced a defective starting capacitor for the compressor unit. The original capacitor had a plastic case, the new replacement part had a metal case. The root cause of the problem was determined to be the defective starting capacitor. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.